Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead threshold increased and the pacing impedance was high/undefined. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a right ventricular (rv) bipolar lead impedance warning was trigged due to high pacing impedance. It was noted that the bipolar impedance trends have been highly variable for over a year. The rv lead remains in use. No patient complications have been reported as a result of this event.